Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the programmer turns off by itself before it can locate the ipg. Charging system is also unable to locate and charge the ipg. Pt reported turning off the stimulator 6-8 months ago due to his pain being under control. Pt is recently having an increase in pain and desires the stimulator to be back on. Reprogramming of the replacement programmer was unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.